Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedances during and after implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician did not attribute it to be a lead problem and that the high impedances were due to patient anatomy. There were no patient complications and the patient reported post implant that their heart felt more normal than ever.